Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were used during the procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent supply of trauma fracture with nforce-system due to vertebral body fracture. During the surgery, when the set screw was screwed in, a metal abrasion occurred. No patient complications were reported as a result of this event.